Manufacturer narrative:
Additional information received: it was reported that a valiant captivia vamf4040c100tu (B)(6) was implanted to treat the remaining type ia endoleak the day after the implantation of the endurant cuff and endoanchors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received: the type ia endoleak was observed first on CT two days prior to the intervention. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was confirmed the endurant cuff and endoanchors were implanted on (B)(6) 2023. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: the reported proximal endoleak was confirmed on the films provided; however, the cause of the event could not be fully determined. Lack pf pre-implant CT's did not allow for a thorough assessment of the pre-implant anatomy. Procedural angiograms during the intervention and post-intervention CT's were not available for review, therefore, it was not possible to assess the stent graft in vivo configuration, the reported persistent endoleak and renal failure after the implantation of the endurant cuff and endoanchors. It is most likely that the observed short and angulated neck may have been a contributory factor in the occurrence of the type ia endoleak in the main body bifurcate prior to the intervention. Lack of distal seal was identified on the left iliac artery leading to contrast leakage around the stent graft in that area, up to the level of the second most distal stent ring of the contralateral limb. Although a distal endoleak could not be fully ruled out, there was no visible communication of this leakage into the aneurysm sac. Analysis of the returned films did not reveal any stent graft integrity issues. *additional information received ; it was confirmed that a 16x124 endurant limb ( v30779395) was implanted eleven days after the type ia endoleak intervention, due to the lack of distal seal at the left iliac artery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aortic cuff was implanted during the endovascular repair of a type ia endoleak in an existing endurant endograft. The diameter of the abdominal aortic aneurysm was noted as 52mm. It was noted the patient presented with pain. It was noted the patient had a short neck. It was reported during the index procedure. A CT showed a type I endoleak from the previous endograft placement. Contrast was seen l eaking from the posterior/ right wall of aorta below the renal arteries. According to the CT, there was approx 10mm of space from the renal artery to the top of fabric from the previous device (32 main body previously implanted). The neck below the renals was angled and measured approx 29-30 mm in diameter. It was decided to attempt to implant the endurant cuff ( 36x36x49) to fix the endoleak. After parallax correction ( 20 lao and 20 cranial) angiogram showed clear visitation of the renals, neck, graft and endoleak. A right ipsi approach was used to cuff placement. The graft was deployed approx 10mm above the previous graft. A reliant balloon was then used to mold the graft into position. Repeat angio showed both renals, however a type I endoleak was evident. 7 endoanchors were then used in the cuff. The endoanchors were placed in a circumferential pattern using multiple angles using the c-arm. Post angio again showed a type ia endoleak. 14 hours post the procedure the physician noted the patients creatinine levels were elevated and the patient was producing little urine. Per the physician the cause of the endoleaks and renal insufficiency are undetermined. No additional clinical sequelae were reported and the patient will be monitored.